Event description:
Report received of tubing separation. The customer contact stated that the tubing separation occurred during set-up. The exact location of the separation was unknown. Reportedly, there was no delay in critical therapy or adverse pt event. Though requested, no additional info was provided.